Event description:
It was reported, opened a national loaners pack of fixation pegs for a primary knee, all packaging was intact (outside box dust cover, both inner plastic packages). When the surgeon opened the sterile most inner plastic package and removed the bag containing the pegs it was noted that the bag was deteriorating. We removed the bag and pegs from the field and opened a new set.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.